Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2001: repair of ventral hernia with flat mesh. On ni/ni/2005: underwent a rue en y gastric bypass, with probable excision of flat mesh. On (B)(6) 2006: repair of incisional hernia with composix kugel patch. On (B)(6) 2007: surgical consult, pt reports taking medication for left sided pain. On (B)(6) 2007: surgical consult, CT scan reviewed. No obvious hernia, however, thickening of the intra-abdominal wall above and below the hernia patch and impingement of the small bowel is seen. On (B)(6) 2007: exploratory laparotomy, explant of composix kugel patch, lysis of adhesions, repair of ventral hernia with non-bard mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae2008004 when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Based on the info available at this time, no definitive conclusions can be made. The pt is morbidly obese and has a history of multiple abdominal surgeries. Four years after an umbilical hernia repair with a bard flat mesh, the pt underwent a gastric bypass surgery. No operative notes regarding the explant of the mesh were provided, however, it is likely the flat mesh was explanted at this time. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no product has been returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.